Manufacturer narrative:
"Other meaning that the training, inspection, lot records, etc. Were evaluated.

Event description:
Two instances in a single surgery of intra-operative blood pressure drop that were successfully mitigated through intervention to restore normal bp.